Manufacturer narrative:
Device not returned, follow up conversation with company representative. Eval summary: two peek spacer assemblies and two wing assemblies were returned for eval (figure 1). Visual inspection indicated: the products were returned for eval. There are no visible damages or defects with the returned products. Conclusion: based on the results of the eval there are no functional or visual issues with either of the returned devices.

Event description:
It was reported that two x-stop devices were implanted at levels l3-l4 and l4-l5 into a pt enrolled in a post-market clinical study. Approximately two months post-op, the pt had a deep wound infection, with serosanguineous drainage, following a laminectomy and x-stop removals. The physician prescribed antibiotics. No additional info was reported.